Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple drawer was failed. A field service engineer dispatch to cancelled the work order and there was a same work has been performed under the master case 05781763. Field service enginner reseated loose pyxibus cable in drawer 4 to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system multiple drawers were failed. Customer stated that there was delay in dispensing workflow. There were no adverse events or injuries reported based on this event.